Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the tip of the device was not visible under fluoroscopy. The (B)(4) stenosed target lesion was located in the moderately tortuous and severely calcified focal part of the distal superficial femoral artery (sfa) to popliteal artery. During the procedure, a non-bsc device was used to drill the target lesion initially but it could not cross. A truepath¿ cto device was then selected for use. The physician was able to cross the lesion with the truepath despite the device alarming several times. It was reported that the radiopaque marker at the tip of the device was partly transparent under fluoroscopy. The device was removed and there were no particular changes found on the device. The procedure was completed with this device. No patient complications reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a distal portion truepath device including the hypotube, drive shaft and tip. The motor/motor housing and control units were not returned. The drive shaft, working length, and tip were microscopically examined. There was dried contrast and blood on the tip. The tip was soaked in hot water and the dried material was removed. There was a curve to the tip of the device, due to it being shaped per the reported event. The coils were damaged at the end of the gold plated tip housing. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that the tip of the device was not visible under fluoroscopy. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified focal part of the distal superficial femoral artery (sfa) to popliteal artery. During the procedure, a non-bsc device was used to drill the target lesion initially but it could not cross. A truepath¿ cto device was then selected for use. The physician was able to cross the lesion with the truepath despite the device alarming several times. It was reported that the radiopaque marker at the tip of the device was partly transparent under fluoroscopy. The device was removed and there were no particular changes found on the device. The procedure was completed with this device. No patient complications reported and patient's status was stable.